Event description:
It was reported that the customer received multiple no delivery alarms from her insulin pump. The customer's blood glucose level was 383 mg/dl. The customer changed her infusion set and still received the no delivery alarm. Standard troubleshooting was declined. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)